Event description:
It was reported that during atrial lead revision, the physician stated that the lead felt rough to touch at the proximal end. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.